Manufacturer narrative:
The reported event was unspecified malfunction. Only the distal portion of the lead was returned in one piece for analysis. Electrical testing and visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
It was reported that the patient presented in-clinic with unspecified malfunction on the right-atrial (ra) lead and the right-ventricular (rv) lead. As a resolution the ra and rv lead were explanted and replaced. The patient condition was stable.